Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that that she passed out when she took a bolus, and her husband found lying on the floor. He attempted to give her some orange juice and she spit out. The customer stated that her blood glucose was 33mg/dl and the paramedics were called. Then she was rushed to the hospital due to her low blood glucose. Troubleshooting was performed. The caller stated that the drive support cap was indented. The customer believes the cause of her low blood glucose was an incorrect reading from the blood glucose meter. Reviewed the programming, and found that the insulin pump was not counting for boluses and basal rates correctly as well the time and date were incorrect. Assisted the caller with correcting them. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.